Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the remote manager had failed. A field service engineer (fse) had replaced all hardware, in some cases multiple times, but the issue returned. The fse stated that the remote manager was in the process of being replaced due to ongoing intermittent locking issues that could not be resolved. The customer requested replacement of the remote manager. No testing was conducted. An escalation was requested to the product support engineer (pse) for a service swap, which the pse approved. The fse will be replaced the remote manager.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es replacement was initiated due to multiple unsuccessful repair attempt on the remote manager. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.